Manufacturer narrative:
The device was not received for evaluation however, photos were provided for evaluation. The visual inspection allowed to observe that the cone of the access male luer lock (mll) was broken. The reported condition was verified. The most probable cause identified is a design issue. A design change control of the mll is ongoing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m100 set c, an external fluid leak was observed from the access luer connector. There was no report of patient involvemet. No additional information is available.